Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the (B)(6) 2023, the patient experienced sickness, diarrhea and vomiting. The cgm was reading between 85 mg/dl and 87 mg/dl. Around 7:30 pm to 8:00 pm the patient was still sick and was not eating or drinking so the patient´s spouse called 911 and when the paramedics arrived they took a blood glucose reading which was 700 mg/dl and the cgm reading was still between 85 mg/dl and 87 mg/dl. The paramedics took the patient to the hospital. When the patient arrived at the hospital, he was not experiencing diarrhea anymore. At the hospital the patient was treated with IV insulin and diagnosed with dka (diabetic ketoacidosis). The patient was discharged on the (B)(6) 2023. At the time of the report the patient was fine. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.